Event description:
It was reported that noise oversensing was classified as ventricular fibrillation by the device. The lead was capped, no inappropriate therapy was reported and the patient was fine post-procedure.

Manufacturer narrative:
(B)(4).